Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had increased pain and it was determined that the lead had migrated out of the cervical area late 2019. The caller reported that their ins was implanted in 2015 and they wanted to know the typical ins longevity. Technical services reviewed bol, eri and eos information on the ins model the patient had. The longevity estimation of 5.79 years was provided based on the following settings : 1v/330pw/130hz. One cathode/anode. No further complications were reported/anticipated.